Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01961, 01962.

Event description:
Allegedly failed tha. It appears a lack of bony ingrowth of the acetabular component caused it to slip out of place. Medium activity level.